Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Event related to tvt device on (B)(6) 2004 reported via mw # 2210968-2021-03626, event related to tvt device on (B)(6) 2004 reported via mw # 2210968-2021-03627.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2003 and the mesh was implanted. It was reported that a portion of the device was removed on (B)(6) 2010 as it was felt to be superficial but not exposed. Additional information was requested.